Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that, after a tkr, a patient presented with fibrosis causing pain and reduced range of motion (knee). This adverse event was treated by a revision surgery on (B)(6) 2022, in which a gns ii con ins sz7-8 11mm was removed and patient´s knee was debrided of fibrosis tissues. A new tibial insert was placed. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an insert revision/exchange was performed due to fibrosis causing pain and reduced range of motion. Reportedly, the surgeon does not fault the device and is happy with the surgical outcome. It was communicated that the requested medical documentation is not available. Without the requested clinical documentation, definitive clinical factors could not be concluded to have contributed to the event; however, fibrosis is a known post-surgical occurrence, and it cannot be concluded that there was a malperformance of the implant(s). The patient's current health status is unknown. The patient impact beyond the reported fibrosis, pain, and reduced range of motion with subsequent debridement and insert revision cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that decreased range of motion as a result of trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components, this has been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.